Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. A livanova field service representative was dispatched to the facility to investigate the device and motor control error fault was not reproduced on site. Serial read out (real time device parameters and setting recording file) of the pump will be collected if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 displayed a motor control error during a procedure. There is no report of any patient injury.

Manufacturer narrative:
Functional tests were performed according to tsi and unit was returned to service. Despite several attempts to retrieve information about error code and/or log files to investigate the issue, no further information was provided. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported. Based on all the gathered information and the review of service manual, the reported issue may be related to: temporary electrical failure definitively fixed by service technician throughout the equipment check. User error: some error code may be caused by hand crank without turning the pump off, occlusion set too hard, wrong tubing inserted, foreign material in the raceway. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.